Manufacturer narrative:
Investigation into this event found that the vitros 5, 1 fs analyzer was performing as expected. The customer was not handling the reagent pack in a consistent manner according to the instructions for use for the valp reagent. The root cause of this event is user error.

Event description:
A customer observed positively biased valproic acid results for quality control fluids. Patient results were not reported until acceptable quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.